Event description:
A medwatch report was received, indicating that a 30 gauge irrigation cannula disengaged from a 3 ml luer-lok syringe at the end of a cataract extraction surgery. It caused an unknown injury after penetrating the iris. Additional information has been requested, but none has been provided to date.

Manufacturer narrative:
The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).